Manufacturer narrative:
The device was not returned for analysis as the clip remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint identified no similar complaints. All information was investigated and the reported device damaged by another --caused damage in this complaint appears to be related to procedural conditions, and due to the second clip interacting with the first implanted clip, causing the implanted clip to detach from the anterior leaflet. There is no indication of a product issue with respect to manufacture, design or labeling. The first mitraclip device (single leaflet device attachment) referenced is being filed under a separate medwatch report number. Weight: estimated weight.

Event description:
This is filed on the second clip to report the clip interaction resulting in a single leaflet device attachment of the first clip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip (xtr) was implanted without incident. The second mitraclip (ntr) was advanced and was being adjusted above the first clip, when the second clip inadvertently knocked the first clip off the anterior leaflet. The second and third clip were implanted to stabilize the first clip. The procedure was completed with mr grade 3. There was no clinically significant delay in the procedure. There was no additional information provided.